Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Customer's blood glucose was from 10 mmol/l to 3 mmol/l. The customer stated insulin pump was exposed to fluid. Customer was unsure if leak was in past 1st or 2nd o ring. Customer stated insulin leaked near the piston. Customer stated they did not received any alarm. Auto mode feature was unknown during the time of event. The insulin pump will not be returned for analysis.